Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit fails the rotor error alarm test. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿rotor error alarm¿. The unit was triaged and the reported issue could not be confirmed at this time; a feed/flush set was installed and the unit was run at 400 ml/hr. 5 separate rotor error alarm tests were performed. All resulted in an error being generated in under 30 seconds, and the average time was 12.09 seconds. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.